Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that his infusion tubing became disconnected from his infusion device. He stated, "I do a lot of moving around during my sleep". He reconnected the infusion tubing to the infusion device. To troubleshoot, the patient was instructed to perform a prime to remove air from the infusion tubing. He reconnected to the infusion site and bolused. He stated that his blood glucose was elevated to 144 mg/dl. His physician would like for his blood glucose range to be 120-137 mg/dl. Upon follow up six days later, the patient stated that his blood glucose is ranging from 137-142 mg/dl and he is working with his physician to adjust his basal rates. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The alleged infusion set was discarded. No product will be returned for evaluation.